Event description:
It was reported that the rotaflow pump has stopped during patient treatment due to b.temp error. The pump was switched off and on again but the pump stopped again after sometime. The device was switched out.(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. The device in question was investigated by a local service technician in the hospital but the reported failure was not reproducible.